Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had driveline infection that started on (B)(6) 2022. On (B)(6) 2022 cultures returned positive for polymicrobial organisms: proteus mirabilis (cefazolin intermediate, tetracycline resistant) and corynebacterium species. Patient was treated with two weeks of augmentin (amoxicillin-pot clavulanate). On (B)(6) 2023, cultures were still positive for partially resistant proteus mirabilis (cefazolin resistant and susceptible to all others including ampicillin). They were treated with another two weeks of augmentin (amoxicillin-pot clavulanate) after discussing susceptibility and minimum inhibitory concentration (mic). On (B)(6) 2023, cultures were again positive for methicillin-resistant staphylococcus aureus (mrsa) (doxycycline susceptible), proteus mirabilis (susceptible for all antibiotics tested including cefazolin mic less than 2). The patient was placed on keflex (cephalexin) to cover the proteus. The infection was thought to be chronic and the patient was reportedly on chronic oral antibiotics.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.